Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic mastectomy of pulmonary carcinoma, on cutting off the pulmonary parenchyma, the device had a poor staple formation and had an incomplete staple line distally. The staple line was completed by hand sewing it. They replaced the device with a new one to complete the case.